Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital after receiving multiple shocks from their implantable cardioverter defibrillator (ICD). Device interrogation revealed that the ICD was undersensing. No intervention was performed at the time. Patient was stable post episode.